Event description:
A (B)(6) male patient contacted zoll customer support to report that his monitor made a screeching sound and then would not power on. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon investigation the monitor would not power on. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The monitor was unable to pass the target memory test, unless the ram (u100 and u101) was bypassed. The ram components had an intermittent bga connection, which was discovered through the use of a target memory test. The intermittent connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the intermittent bga connection. The pt received a replacement monitor.